Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
During troubleshooting with customer, customer technical services (cts) identified that the customer's summit has the barcode symbology set to "all" which does not allow for error checking. Cts recommended to set their option to something other than "all" to enable the error checking, but the customer cannot due to the various barcode types they use. Customer re-initialized the device and aborted the plate. No erroneous results were released.